Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 200-600 mg/dl and high levels of ketones; cause was not known. Correction boluses were delivered, manual injections were administered and infusion set changes were performed to address bg/ketones. Recommendation was made to consult with a healthcare provider regarding diabetes management.